Event description:
Health professional reported "the lap-band would not retain fluid and band erosion." The device was found to have a "port leak, and band erosion" when the doctor performed a x-ray fluoroscopy, and esophagogastroduodenoscopy and confirmed a port leak and band erosion." The complete lap-band system was removed.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2013. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. An erosion is a surgical and physiological complication and an analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional info has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."